Event description:
We received a report that during implantation of an intraocular lens and as the lens was starting to unfold, it was noticed that the leading haptic had detached. The incision was enlarged and the lens was removed and replaced with another during the same procedure. No additional information was provided. Five follow up phone calls were made to gather additional information; the calls were not returned.

Manufacturer narrative:
(B)(4) - incision enlarged. An empty package was returned to the manufacturer. The device was not returned. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: if implanted, give date (B)(6) 2013. If explanted, give date (B)(6) 2013. Report source health professional. Is this a single-use device that was reprocessed and reused on a patient? No. The manufacturing record and related documents shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.